Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead had a drop in pacing impedance, elevated sensing integrity counts (sic) and non-sustained tachycardia (nst) episodes. The lead is still in use and being monitored monthly. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates oversensing and varying resistance/impedance. One short v-v cycle sensed non-sustained tachyarrhythmia event (nst) is observed on (B)(6) 2010. Eight short v-v cycle nst events are observed between (B)(6) 2008 and (B)(6) 2008. The minimum ventricular pace sub-threshold lead impedances dropped from a baseline of 700-750 ohms to as low as 456 ohms and then quickly recovered back to baseline levels. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.